Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis. The information has not yet been received by allergan. Based upon the date span of the study provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage and pouch dilatation are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and pouch dilatation as follows: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation."

Event description:
Reported events of band slippage with pouch dilation from journal article: "safety, efficacy, and durability of laparoscopic adjustable gastric banding in a single surgeon u.s. Community practice", surgery for obesity and related diseases (2011) 140-144. This medwatch represents the 9 patients mentioned in the article who were diagnosed with band slippage and pouch dilation.